Event description:
It was reported that post operatively, the threshold measurements of the right ventricular (rv) lead decreased. A chest x-ray showed that both the rv and the atrial leads had pulled back and were dislodged. A repositioning of both leads was completed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.